Manufacturer narrative:
It was reported that a patient developed a pseudoaneurysm in the right common femoral artery following closure with a mynxgrip vascular closure device (vcd). Manual compression was applied for an unknown duration. The patient received a thrombin injection to resolve the pseudoaneurysm. The patient¿s hospitalization was extended by one day as a result of the event. The patient was reported to have recovered. The vcd was used in conjunction with a cordis sheath for femoral arterial closure following an interventional coronary procedure. It was unknown if there were multiple stick punctures; however, multiple sheath exchanges were required during the procedure. Additional information was requested, but is not available at this time. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f1712502 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the devices for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. However, procedural factors, multiple sheath exchanges, may have contributed to the reported event. Access site bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Based on the device history record review of the mynx device, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
(B)(6). (B)(4). It was reported that a patient developed a pseudoaneurysm in the right common femoral artery following closure with a mynxgrip vascular closure device (vcd). Manual compression was applied for an unknown duration. The patient received a thrombin injection to resolve the pseudoaneurysm. The patient¿s hospitalization was extended one (1) day as a result of the event. The patient was reported to have recovered. The vcd was used in conjunction with an unknown avanti plus sheath for femoral arterial closure following an interventional coronary procedure. It was unknown if there were multiple stick punctures; however, multiple sheath exchanges were required during the procedure. The vcd will not be returned for analysis. A review of the manufacturing documentation associated with lot f1712502 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Access site pseudoaneurysms are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the pseudoaneurysm reported. According to the product instruction for use, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the lot history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
It was reported that a patient developed a pseudoaneurysm in the right common femoral artery following closure with a mynxgrip vascular closure device (vcd). Manual compression was applied for an unknown duration. The patient received a thrombin injection to resolve the pseudoaneurysm. The patient¿s hospitalization was extended 1 day as a result of the event. The patient was reported to have recovered. The vcd was used in conjunction with a cordis sheath for femoral arterial closure following an interventional coronary procedure. It was unknown if there were multiple stick punctures; however, multiple sheath exchanges were required during the procedure. The vcd will not be returned for analysis. Additional information was requested, but is not available at this time.